Event description:
Customer reported a past high blood glucose event that occurred intermittently over the past month, with the highest value displaying as "high" earlier in the day before contacting support. Reportedly, the customer had been using denatured insulin. Tandem technical support educated the customer on insulin labeling. The customer administered a correction injection via manual delivery injection, with no third-party assistance required, and the control iq feature was active at the time.